Event description:
Procedure: vats. According to the reporter: the surgeon went to staple, closed the staple load across pulmonary artery, surgeon checked tissue to insure it was in the jaws correctly. Surgeon fired instrument and a few staples were seen at the distal tip, however, pulmonary artery was cleanly cut with no staples visible in another area. Surgeon stopped bleeding and was able to suture tie the tissue. Abnormal bleeding occured, but the amount of blood loss was not reported or if any transfusion given. The or time was delayed but the amount of time is not known. Subsequent to the procedure the patient is reportedly "doing fine".